Manufacturer narrative:
Eval summary: the hand piece was returned with the nose cone cracked. The analysis was performed and was found that the hand piece no longer meets the specs for continuity. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap hysterectomy, rec'd an error 3 handpiece error. The handpiece was swapped with another handpiece and, using the same instrument, the case was completed with no pt consequence.